Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing which might be causing device classified false termination of atrial fibrillation episodes. The device appeared to be undersensing on atrial lead and appeared to result in inappropriate atrial pacing. Arrhythmia appeared to continue due to possible atrial undersensing. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.